Manufacturer narrative:
(B)(4). An evaluation could not be performed as samples were not available for evaluation and the lot number is unknown; therefore a batch review could not be performed. As the sample is not available for evaluation, the customer reported condition could not be confirmed and no assignable root cause could be determined. If samples or additional information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain information regarding sample availability and additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is 2 of 5 reports associated with this incident. The user facility report has been attached to this MDR. - attachment: (B)(4).

Event description:
Report received via user facility report in which a customer reported a disconnection related to an interlink product during use on a neonatal patient. This was a baxter interlink system, non-dehp t-connector extension set with the slip tip t-connector. This connector separated from the intravenous catheter (IV) catheter. This event occurred in at least 5 infants. In this event, reportedly no injury occurred with the patient. The nurses felt that this product is not user friendly and presents a safety issue. It took a firm push and twist to lock the product in place and this does not work in the premature population. The product is designated for neonatal use only.